Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings. The customer states the sensor is going off and alerting them that their sensor reading is 42mg/dl and their blood glucose level is 200mg/dl. The customer was unfamiliar with the term, threshold suspend. Troubleshoot was conducted and the customer was assisted in connecting with the help line.